Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and shocks with no meaningful impact on rhythm. Rhythm appeared to be atrial driven. Atrial rate was greater than ventricular rate. Therapy did not convert rhythm and therapy was exhausted. The device remains in service. No adverse patient effects reported.